Manufacturer narrative:
Patient ID: (B)(6). The 510k: this report is for an unknown 5mm locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of trochanteric fixation nail advanced (tfna) which includes one (1) nail and two (2) 5mm locking screws on (B)(6) 2018 due to pain at the trochanteric region. The tfna was implanted on (B)(6) 2016. The patient was noted to have healed and the devices were removed intact. The surgery was successfully completed with no delay. There was no patient consequence; the patient outcome was reported as okay/complete. This report is for an unknown 5mm locking screw. This is report 3 of 3 for (B)(4).